Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('bleeding : other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy and knee operation. Previously administered products included for an unreported indication: loestrin and yaz. Concurrent conditions included uterine pain, vaginal irritation, vaginal yeast infection and right upper quadrant pain. Concomitant products included salbutamol sulfate (proair hfa) since 2014 for asthma as well as clarithromycin (macrobid) from 2008 to 2009. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and pelvic pain ("pelvic pain"). In 2009, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (ablation and hysterectomy (full) with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, cholecystectomy, dyspareunia, urinary tract infection, vaginal discharge, mood swings, weight increased, vaginal haemorrhage and pelvic pain had resolved, the alopecia was resolving and the menorrhagia outcome was unknown. The reporter considered alopecia, cholecystectomy, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bladder/urinary problems, hair loss ,hormonal changes, weight gain. Essure insertion date and essure confirmation date both are same - (B)(6) 2008. Discrepancy noted in removal dates (B)(6) 2018, (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2011: endometrium, biopsy: fragments of predominantly inactive appearing endometrium with focal glandular and stromal breakdown. Negative for hyperplasia and malignancy. Hysterosalpingogram - in 2008: total bilateral occlusion; on (B)(6) 2009: (as per mr) hysterosalpingogram by xray impression: essure devices in expected position with bilateral tubal obstruction confirmed.. Pathology test - on (B)(6) 2018: surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes; simple hysterectomy with bilateral salpingectomy: uterine weight: 100 grams. Cervix: benign nabothian cysts. Uterine corpus: benign endometrium with changes suggestive of exogenous hormone. Leiomyomata, intramural. Serosa without diagnostic abnormality. Fallopian tubes: benign paratubal cysts. No evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet received: new events - hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), pelvic pain were added. Reporter's information, patient demography, medical history, lab data, concomitant drugs, historical drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), genital haemorrhage ('bleeding : other') and cholecystectomy ('gall bladder removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, cholecystectomy, dyspareunia, urinary tract infection, vaginal discharge, alopecia, hormone level abnormal and weight increased had resolved. The reporter considered alopecia, cholecystectomy, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bladder/urinary problems, hair loss ,hormonal changes, weight gain. Essure insertion date and essure confirmation date both are same (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos was replaced with event bleeding: other. New events added - gall bladder removal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bladder problems, urinary problems, uti, vaginal discharge, hair loss, hormonal changes and weight gain. Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.